Event description:
Taxus express2 clinical study. Same case as 2134265-2008-02264. It was reported that the patient experienced continous palpitation. The lesion being treated was a 2.14mm, 99% stenosed, 55.9mm long portion of the mid left anterior descending (mid lad). The physician predilated the lesion and successfully placed a 2.75x16mm taxus study stent. It was noted that the stenting resulted in a dissection. The physician then placed a 2.75x20mm taxus stent in the proximal left anterior descending (prox lad). Bailout was successful. The lesion was postdilated at 20atms. During the procedure, an unknown size non bsc stent was implanted in the mid lad, and an unknown size non bsc stent in the distal lad. Eight days after the index procedure, continuous palpitation, a symptom like dyspnoea and nausea were observed. Also st elevation was noted with precordial electrocardiography. Angiography was done and no in stent restenosis was noted. The patient started taking sigmart, herbesser r cp, and sigmart was given by injection. However, palpitations did not improved. Warfarin was started in addition to holter EKG which revealed pvc with twice the pulse rate. So artist was given. At 29 days after the index procedure, the patient's condition was noted as good and the patient was discharged on the same date. In the opinion of the physician, the relationship of the dissection to the taxus stent is possibly and the relationship to the palpitations is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.